Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. An elective replacement indicator reset was performed. The device was explanted and replaced. The patient's condition was stable post procedure.